Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
A specific workflow in one customer's environment is likely contributing to the filling up of the radsuite cache. The site typically configures less storage for the local ea (dss partitions) and more storage for the radsuite cache (uv_dss partitions). With their configuration, it is likely that many of their studies will not qualify for watermarking to remove them from radsuite's storage and free up space there. When the radsuite cache is full, users will observe storage failure messages from the modality devices. Those studies could be viewed on the modalities or stored on another radsuite node for viewing there. If not, then there is a potential that some studies might not be viewed, although we have not received any reports of that actually occurring. The problem was found at one customer site by merge's system monitoring process.

Manufacturer narrative:
The correction report (B)(4) that was referenced in the initial MDR was cancelled by FDA.